Event description:
It was reported that the patient had drainage at the pocket site and the physician chose to explant. The physician confirmed that infection was procedure related. The patient was given oral and (B)(6).

Manufacturer narrative:
The explanted devices will not return to bsn as they were discarded by the (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.